Event description:
Customer states the use by date on the active test strip vial label is 2009; manufacturer's batch record confirmed the actual use by date to be 2008. No adverse event reported. Expiration date confirmation attached. Requested return of product replacement sent.